Event description:
Pt states piece of foley catheter left in bladder while pt in hosp. Pt catheterized using 16 french bard foley catheter. The next day post cystogram, catheter was discontinued. Pt subsequently discharged and did not notify hosp of situation until about 6/20/00. An investigation was initiated from pt's physician.